Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed an error icon . No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and no defects were found. The receiver would not run on the functional tester. The receiver case was opened for further evaluation. An interior inspection was performed and moisture damage was observed. The reported event of an error icon display was not confirmed due to the condition of the device. A root cause could not be determined.